Manufacturer narrative:
(B)(4). Patient¿s age: approximately (B)(6) years old. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the product was used. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient¿s foot was treated with subchondroplasty approximately 5-6 months ago. Subsequently, the patient is experiencing a large cyst. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: a1; a2.

Event description:
Upon reassessment of the reported event, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 1225112.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4). MFR report#: 0001225112-2022-00001.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays received. Their review noted that there is an 18 mm by 14 mm cystic lesion within the distal tibia medially which extends to the articular surface of the tibiotalar joint. A small area of density is present within the cystic area consistent with the bone substitute placed. There is no fracture. It was noted the cyst enlargement was post-acufill resorption. No other complications were identified. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.